Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the home patient on (B)(6) 2010, who stated that he was able to resume therapy successfully. He noted that the tubing was kinked and replaced the set. The sample was discarded and the lot number was unknown. There was no injury or medical intervention as a consequence of this event.

Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device was observing a fellow attempt an arteriotomy closure of an unspecified vessel after an unspecific procedure. Reportedly, a cuff miss occurred. When the needle plunger was removed, no sutures were present on the needles. The device was removed. The method used to achieve hemostasis was not reported. There were no reported adverse patient effects. Though requested, no add'l info was provided.

Event description:
The customer contacted baxter's technical service center regarding re-priming the patient line on the homechoice (hc) machine. The baxter technical service representative (tsr) assisted the home patient (hp) to reprime his patient line and then the hc went to connect yourself. The hp then connected and started the initial drain. The hp stated he had a huge air bubble in the patient line. The hp ended therapy and was advised to call the peritoneal dialysis (pd) registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.